Event description:
Customer called in the report that the housing on her ac adaptor split in half and that the prong when attempting to plug into the wall goes into the adaptor, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up to get additional complaint information are ongoing. Should additional information of the original product be received, resulting in new, changed or corrected information, a follow up report will be filed at that time. The issue with a damaged transformer housing for the pump in style device was address in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation , the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. This corrective action applies to transformer with a date code greater than or equal to 3912. Complaint data trending will continue to be monitored by medela quality management for investigation/CAPA consideration. Possible resolutions provided to customer: replacement product or online ordering information.